Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged. The surgeon used another instrument to complete the procedure. The hosp reported no pt injury occurred.